Event description:
Three months prior to hospitalization, pt was having increased pain. X-rays revealed a loosened tibial component. Intraoperatively, the entire total knee components were found to be loosened. The total knee components were removed and replaced.